Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that the indicator showing insulin flow was not active on the ilet device. Upon review of alerts, an insulin occlusion notification was identified, and the patient was instructed to acknowledge the alert to resume insulin delivery. During troubleshooting, the patient reported discoloration in the cartridge and tubing and disclosed that they had been reusing supplies due to delays in receiving new shipments, which required pending information from their healthcare provider. It was explained that reuse of supplies could contribute to the observed discoloration. The patient was advised to contact their healthcare provider to expedite the required documentation and obtain an updated prescription. The agent assisted the patient with a full supply change using available supplies, including a fresh cartridge and infusion set, though a connector was not immediately available, and additional supplies were arranged to be sent. Follow-up contact indicated that blood glucose levels gradually decreased but remained elevated, with the device stabilizing glucose levels. The patient later clarified that concerns about running out of insulin referred to the current cartridge being empty and confirmed awareness that the device was administering insulin, with plans to change the cartridge to resume full insulin flow. Blood glucose levels were affected, with a highest reported value of 372 mg/dl and prolonged elevation above 180 mg/dl. No back-up therapy, ketone testing, steroid use, professional medical intervention, or additional assistance was reported. The patient reported experiencing tiredness and a headache but no serious immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.